Event description:
Portable x-ray machine is out of tolerance, per physicist testing, and is unusable until it is serviced. The device in question is covered under a contract with ge vendor. Ge was notified back in april and no repair has been performed as of today. A service request was submitted to ge on 4/21/2023, sr (B)(4). We have also followed up with leadership and no repairs have been performed. Parts have shown up but no engineers.